Event description:
It was reported that the lead was 'double counting' such that the device was charging up and therapy had to be diverted. The lead was capped, and no patient complications were reported as a result of this event.